Manufacturer narrative:
(B)(4).

Event description:
During the implantation the anchor broke. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
One 72202403 bioraptor knotless suture anchor device returned. The device was returned without the anchor although a fractured partial inner plug remains within the damaged forks at the distal tip. One strand of suture was returned. The torque limiter has an audible click with advancement. The inner shaft has been bent over 90 degrees. The fork tines are bent as well. The suture anchor shows signs of encountering difficulty during the procedure. The conditions found are consistent with off axis insertion. The IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ no site preparation or procedural information was provided. It is also unknown whether IFU recommended surgical site preparation with a spade drill bit was followed. No root cause associated with the manufacture of this device could be supported. No further investigation warranted.